Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a curved opening on radius, crack valve, and fold creases. Leak test and microscopic analysis was performed which identified a cracked valve and a striated opening on radius. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, and a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional additionally reported capsular contracture baker grade ii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.